Event description:
It was reported that approximately two weeks ago, the patient's neurostimulator began to turn off by itself every 6-7 hours. The patient had to use his programmer to turn the neurostimulator back on again. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3387s-40, lot# v372858, implanted: (B)(6) 2010, explanted: na. Lead, model 3387s-40, lot# v372858, implanted: (B)(6) 2010, explanted: na. Extension, model 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Extension, model 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: na.